Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the emergency department due to a recurrent unspecified vad related infection. The patient was treated for sepsis and (B)(6) bacteremia. The patient was discharged home on unspecified IV antibiotics. The patient had been on chronic antibiotic suppression, beginning on an unspecified date, and had completed a round of unspecified IV antibiotics one week prior to this admission. The date of initial occurrence of the recurrent infection was requested, but not provided. It was reported that there were no alarms or apparent vad issues.

Manufacturer narrative:
The patient remains ongoing on pump support. The report of infection and sepsis, and their direct correlation to the device could not be determined through this evaluation. The instructions for use lists infection (including pump pocket and driveline infection) and sepsis as potential adverse events that may be a review associated with the use of the heartmate ii left ventricular assist system. As of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.